Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.the devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation alleges the patient suffers from pain, swelling, inflammation and infection.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other related or similar reports against the provided product/lot code combinations since their release to distribution. Primary bi-lateral implantation medical records were received. No notes regarding the reported infection provided. No revision operative notes provided. No conclusions can be drawn from review of provided medical records. The patient was primarily implanted on the left side in (B)(6) 2009 and revised for infection and subsequent pain, swelling and inflammation in (B)(6) 2012. It is not likely or reasonable to conclude the depuy devices contributed to the patient's reported infection almost three years post primary implantation. The patient is a reported (B)(6) male with a 52.0 bmi. The patient is morbidly obese. It is stated in the warnings and precautions that excessive patient weight tends to adversely affect hip replacement implants. The investigation can draw no conclusions with the information provided. Product problem has not been identified based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.